Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were received by the manufacturer for evaluation.

Event description:
A site representative reported that the imaging system was unable to communicate with the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative opted to replace the ethernet cable and reported the imaging system then passed the system checkout and was found to be fully functional. Suspect ethernet cable was discarded by the site.